Event description:
It was reported patient presented in clinic complaining of racing heart and shortness of breath. Patient experienced multiple episodes of pacemaker mediated tachycardia (pmt). Some of the pmts appeared to be atrial tachycardia with svt. Programming changes were made to prevent svt and pmt episodes. Patient was stable after event. Normal follow-up will continue.

Manufacturer narrative:
.